Event description:
The customer called to report that the insulin pump was shooting insulin out during the manual prime. The customer then stated that he was hospitalized on three occasions for diabetic ketoacidosis. Nothing further was reported. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery test due to the prime anomaly.